Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was obtained: the event description was revised as follows; it was reported that during an open cholecystectomy, a teardrop-shaped clip was formed. It was unknown which firing of the device this event occurred on. The clip was fed into the jaws properly before the event. There was no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during an open cholecystectomy, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.